Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported silicone segment ballooned at upper fitment during a tpn infusion. No patient harm or medical intervention was reported. Although requested, no further patient/event information was provided.